Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20jul2015 and 19oct2015. Email: service@surgispa.net. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on posterior side assessed, as a fold flaw opening. Additional observations: white particles inner the surface of the shell. Creases are observed, on the surface of the shell. Wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right-side deflation. Device has been explanted and replaced.